Event description:
Same case as MDR ID: 2134265-2015-02607. It was reported that side branch stenosis, chest pain and st elevation occurred. After an unknown promus stent was implanted at the right coronary artery, side branch stenosis occurred at the right ventricular branch (rv) and the patient started to develop chest pain and st elevation. The physician then advanced a 185cm kinetix¿ guide wire through the stent. At that time, the patient was feeling better, the st segment depressed, so the physician retracted the kinetix wire back into the guide catheter. Angiography was performed and noticed that there was a fractured tip in the left rv branch and some of it in the right main coronary artery. Ivus was performed in the right coronary artery and revealed a fractured tip sticking a little bit in the side branch into the main right coronary artery. The physician ended up using a snare to retrieve the fractured tip however, failed. A 3.0 apex balloon catheter was then selected to pin the fractured tip against the wall of the vessel and be able to drag back into the guide catheter, but was unsuccessful. A second promus stent was implanted to pin the fractured tip in place and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).